Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to start mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit would not turn on. The initial report is therefore not hazardous and was not reportable. Updated to (B)(6) 2007.